Manufacturer narrative:
This supplemental report is being submitted to provide the results of the observation of reprocessing in-service and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection; and therefore, the customer reportable malfunction was not reproduced. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: incomplete bedside precleaning, deviation of IFU. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was a difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. As for proper handling, training was conducted by endoscopy support specialist. The event can be prevented by following the instructions for use which state: IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A customer requested an in-service due to findings of clogged air/ water nozzles and angulation problems in recent repairs. It was observed that the staff was performing incomplete pre-cleaning and deviating from the instructions for use (IFU) while handling the colonovideoscope.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.